Event description:
It was reported that the ilet issued urgent low glucose alerts on multiple occasions, with values described as low, brief recovery after oral carbohydrate intake, followed by recurrent lows and subsequent hyperglycemia. Symptoms included shakiness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without emergency treatment, hospitalization, or glucagon administration. Investigation included customer care review of synced device data and verification of infusion set connection, along with follow-up clinical review and patient interview. Investigation of this case revealed recurrent hypoglycemia of unclear cause, with variable carbohydrate treatment, with no device connection issue identified. It was concluded that the event involved hypoglycemia with cause unclear and that further education, device reset, and structured retraining would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.